Event description:
The paramedics attended a call out to a young man with multiple stab wounds to the chest. On arrival they started ECG monitoring on lead ii. On seeing what they thought to be a shockable rhythm, they unplugged the ECG cable from the device, attached the disposable pacing/defibrillation/ECG electrodes and connected the therapy cable to the device. At which point they became confused as all they could see on the screen were "dashed" lines. The pt was not resuscitated. The reporter indicated the alleged problem did not cause or contribute to the pt's outcome. The basis for this opinion was not reported.